Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a lead revision surgery on (B)(6), 2011, due to high impedance readings. During the procedure, a new lead was placed and impedance measurements of 0/13 and 0/14 were greater than 10,000 ohms. The pt's implantable neurostimulator was, then, removed and replaced. No pt symptoms were provided. See MFR report # 3004209178201106535 for info related to the subsequently implanted neurostimulator, associated events during the same surgical procedure, and pt outcome.